Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73d2100587 was manufactured on 04/19/2021 a total of (B)(4) pieces. Lot was released on 05/04/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.

Event description:
Incident happened with several c-sections in the maternity department. The wound cannot be closed properly by staples. Consequence: wound re-opened, so there is a delay in the healing, pain and a abscess.

Event description:
Incident happened with several c-sections in the maternity department. The wound cannot be closed properly by staples. Consequence: wound re-opened, so there is a delay in the healing, pain and a abscess.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Incident happened with several c-sections in the maternity department. The wound cannot be closed properly by staples. Consequence: wound re-opened, so there is a delay in the healing, pain and a abscess.

Manufacturer narrative:
(B)(4). Corrected DHR information has been updated in this complaint. Per DHR the product visistat 35w 6/box lot # 73b2100300 was manufactured on 02/10/2021 a total of (B)(4) pieces. Lot was released on 02/23/2021. DHR investigation did not show issues related to complaint. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause.